Event description:
Procedure type - emergencies. Device closed on tissue and fired half way - device jammed on the tissue and would not fire the complete reload. Gia was opened and surgeon had to hand anastomose the tissue instead. Current patient status unknown. No reinforcement material used. The device was stuck on tissue and will be returned for investigation. Last known reported status of patient is fine. Patient age, weight and gender is unknown. The date of the procedure was (B)(6) 2014. As a result of this problem, there was unanticipated tissue loss as a result of this problem . The device was cut around the device and hand anastomosis created. There was no tissue damage as a result of this problem. No blood loss of 500cc or more due to the product problem. Surgical time was extended by more than 30 minutes due to the product to create the hand anastomosis. No adverse event reported as a result of any delay in surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).